Event description:
It was reported that the scrub nurse described lubricant as "grease" on her gloves when she was removing the device from the packaging. She noticed excess lubrication on the inside of the plastic bag that covers the anvil portion of the stapler. Scrub nurse tried to wash off the "grease" with soap and she was not able to wash it off. Nurse stated it felt like "glue." They did not use the 1st device, but they used the 2nd device. The surgeon stated it was necessary to get the case done. The 2nd device did not have as much "grease" as the 1st one. This is the one that was used on the patient. Everything worked like normal.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60b cartridge reload present. The reload was found to be unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No excessive of lubricant was noted on the join cover area. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). On what tissue type was the device used? Bowel. What location on the tissue was being stapled? Cecum. On which firing(s) did this event occur? Before case discovered excess "grease" on device. Did not use the first device. However, the 2nd device had less "grease" and it was used on the patient. What colour cartridge was being used? Does not apply. However, they ended up using blue. What other colour cartridges were used before and after this event? Na. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? Na. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? No . Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? >1 year. Was there a recent conversion to ees devices in this account /surgeon? No.